Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, it was found that the yellow liquid had been dropping from the distal end of the subject device while the subject device was stored in the cabinet with hanging and the cushion sheet under the subject device had been peeled off. This phenomenon was found two days after the storing for drying the subject device. The user also reported that the nurse in charge of the reprocess had forgotten to connect the connecting tube to the subject device during the reprocess and this phenomenon was attributed to the user handling. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user, omsc surmised that the reported phenomenon was attributed to the inappropriate and/or insufficient reprocess. If additional information becomes available, this report will be supplemented.